Event description:
This report was received from (B)(4). The nurse reported the patient was diagnosed and hospitalized for peritonitis on (B)(6) 2012. It was reported that the patient had a crack in his catheter. No further information available at this time. According to the nurse the cause of peritonitis was due to a break in aseptic technique and the patient is considered to be recovering from the peritonitis. Additional follow up information received from (B)(4) on (B)(6) 2012 confirming that effluent culture results were unknown and the crack in the catheter was not the cause of the peritonitis. The cause of the peritonitis was a mistake touch contamination. During the patient's hospitalization the patient's peritoneal dialysis catheter was discontinued and was permanently switched to hemodialysis. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-breach in aseptic technique issue. This complaint is confirmed because the nurse reported a breach in aseptic technique (touch contamination) by the patient and peritonitis. The current labeling provides ample instructions related to the prevention of the suspected use error and breach in aseptic technique. The root cause of this report was undetermined.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error-breach in aseptic technique was confirmed because the nurse reported a breach in aseptic technique (touch contamination) by the patient and peritonitis. A labeling review found the labeling to be adequate for the use/user error identified in this incident. The root cause was undetermined.